Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 8 months post implant of this 32mm tricuspid annuloplasty ring, the ring was explanted and replaced with a 28mm ring of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.